Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that level of overstimulation was weak. Patient reported lower back has not gotten any relief their left leg has improved a considerable amount. Additional information was received on 2024-aug-01. The manufacturer representative (rep) reported that on (B)(6) 2024, the pt reported they were not getting adequate pain relief. Additional information was received on august 23, 2024. It was reported that impedances were tested on (B)(6) 2024. Impedance values were low 300 ohms) on (B)(6) 2024. They were high (>4000 ohms) on (B)(6) 2024. No further information was provided at this time.

Manufacturer narrative:
Correction: initial report submitted with incorrect aware date. Correct aware date of reportable information (high and low impedances) should be 2024-aug-23. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.